Manufacturer narrative:
(B)(4). The results of the investigation concluded that the guidewire hydrophilic coating had been torn and detached just proximal to the distal tip; a portion of the core wire was exposed between the aforementioned anomalies; the core wire remained intact. The guidewire coating had also been nicked, gouged and scratched. The detached section of the guidewire hydrophilic coating was not returned; the length of the detached section was consistent with the reported event. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the guidewire coating damage is consistent with forcible contact. How or when the forcible contact occurred remains unknown. The hydrosteer instructions for use warns that, to prevent possible tissue damage, care should be taken when manipulating a device over a guidewire during the device¿s placement and withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the guidewire and device as a unit to prevent possible damage and/or complications. Avoid manipulating or withdrawing the hydrophilic guidewire back through a metal needle or cannula. A sharp edge may scrape the coating or shear the guidewire. A catheter, introducer sheath, or vessel dilator should replace the needle as soon as the guidewire has been inserted in the vessel.

Manufacturer narrative:
(B)(4).

Event description:
Following implantation of a pacemaker with the aid of a hydrosteer guidewire, an 8cm long and 1-1.5mm wide line was noted in the left pulmonary artery second division on x-ray. The line was not noted on an x-ray performed on the same anatomy four weeks pre-implantation. The opinion of the radiologist was that the line on the x-ray indicates presence of a thin piece of wire. There have been no complications for the patient and the hospital does not plan to take further medical action.